Event description:
On (B)(4) 2015, the lay user/patient contacted lifescan (lfs) alleging an unknown error with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error unknown issue was related to ¿not enough blood¿ and started on (B)(6) 2015 at 7:15 am. The patient manages his diabetes with insulin (self-adjuster) and denied taking any action regards his usual diabetes management routine as a result of the alleged product issue. ¿forty-50 minutes¿ after the alleged issue began the patient reported that he developed the symptoms of ¿sweating and shaking¿. On ¿(B)(6) 2015 at 8:00am¿ he reported that he self-treated with food and/or drink. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient was unable to walk through a retest as he did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/19/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.